Event description:
The device was used during arthroscopic hip surgery. Reportedly, the instrument broke and disengaged into the pt's cavity. The surgeon was able to retrieve the component and complete the procedure. The hospital has reported no pt injury occurred.